Event description:
The site reported that they had a case in which they were unable to get the system started properly for a procedure. The case had to be cancelled with the patient under general anesthesia. There was no harm or injury to the patient reported.

Manufacturer narrative:
A site visit was performed on (B)(6)-2011 and a component of the system, the pc (computer) was replaced. After the pc was replaced, the system functioned appropriately. The site has since performed several cases with good yields. A component of the system, the pc (computer) was returned for analysis. The analysis confirmed the reported complaint. The motherboard failed to maintain settings resulting in failure of the unit to properly boot and power up. There was no injury to the patient reported. In an abundance of caution, this event is being reported due to the additional potential risk associated with multiple exposures to general anesthesia.